Manufacturer narrative:
Additional information received on this case reported that an intervention was attempted approximately 1 year post index procedure, by trying to embolize the lumbar artery via the right iia. However it was noted that access to the target point could not be achieved and therefore the intervention was discontinued. The patient will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient along with non-mdt limb for the emergent endovascular treatment of an impending abdominal aortic aneurysm rupture with a diameter of 88 mm. It was reported that approximately 1-year post index procedure, during follow up CT, it was observed that the aneurysm had increased to 95 m. Contrast medium was also observed near the terminal aorta, and either a type ii endoleak from the lumbar artery, junction leak between the main body and non-mdt limb (type iii endoleak), or a type ib endoleak from the distal end of the limb, was suspected. Per the attending physician and radiology team, a type ii endoleak from the lumbar artery was highly suspected. The physician attributed the cause of the event to be patient vessel morphology. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.